Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that the 8709 catheter was not [comp letely] explanted, as it was revised with an 8578 catheter. The customer discarded [the explanted segment].

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient receiving intrathecal morphine at an unknown dose and concentration via an implantable pump. It was noted that this patient had a morphine pump for 30 years. It was reported that on (B)(6) 2020, the patient did not wake up in the morning. The patient heard everything but could no longer respond. The patient was then taken by ambulance to the hospital. The pump was replaced, and it was discovered that the ¿connection of the catheter was endured¿. It was further clarified that the connection piece was still connected, but there was a small piece that you could pull away from the widest part of the connection of an indura 8709. The catheter was replaced with an 8578 catheter. It was noted that no alarm occurred. There was no information available regarding environmental, external or patient factors might have led or contributed to the event. The issue was resolved. The patient's status was alive - no injury. Information regarding the patient¿s age, weight, medical history, and other medications was unavailable. Recommendations for pump improvements were made - the patient questioned if it was possible to set up some sort of alarm in which patients are immediately notified if there is anything wrong with the whole pump and catheter. The patient also questioned if patients could be given a ¿kind of badge or something like that¿ to make it clear that they have a morphine pump.